Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was going to undergo surgery, when their bg (blood glucose) levels reached 342 mg/dl. They did blood work and the liver drops excessive sugar glucose into her body from 6:00am to 8:00am and their basal was adjusted from 0.05 to 0.20. The surgery was for cataracts. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
Changed - type of reportable event from malfunction to serious injury.